Event description:
Customer reported damage to pump housing and usb port, resulting in inability to charge the pump. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.